Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The trek rx device is being filed under separate medwatch report.

Event description:
It was reported that the procedure was to treat a totally occluded lesion in a saphenous vein graft to the obtuse marginal. The vessel was wired and a stent implant was deployed successfully. The 3.0 x 20 mm nc trek was advanced for post-dilatation of the stent implant, with some resistance felt; however, the balloon would not inflate. At this time it was observed that the mid shaft of the nc trek balloon catheter had separated. The proximal end was removed without issue. A 3.0 x 20 mm trek rx balloon catheter was advanced to trap the separated shaft inside the guide catheter; however, the balloon ruptured on the first inflation to 12 atmospheres. The trek balloon catheter was removed from the guide catheter without issue. The nc trek separated shaft was able to be pulled back and removed from the patient successfully. Treatment continued with the use of another balloon catheter for post-dilatation of the stent. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual inspection was performed on the returned device. The shaft separation was confirmed. The reported inflation issues could not be replicated in a testing environment due to the condition of the returned device. The reported physical resistance could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to operational context. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.